Manufacturer narrative:
Manufactuer's investigation conclusions: analysis of the submitted log files confirmed the reported low flow alarms; however, a specific cause could not conclusively be determined through this evaluation. Additionally, a specific cause for the patient¿s infection could not conclusively be determined. The submitted controller event log files contained data from (B)(6) 2019 through (B)(6) 2019, (B)(6) 2019 through (B)(6) 2019, (B)(6) 2019 through (B)(6) 2019, (B)(6) 2019 through (B)(6) 2019, and (B)(6) 2019 through (B)(6) 2019. These log files showed continuous low flow events when the estimated flow dropped below a threshold of 2.5 lpm. Multiple of these events lasted long enough to trigger low flow alarms. Despite the low flow events, the pump operated above the low speed limit for the duration of the log file. It was reported the patient was admitted (B)(6) 2019 with high fever and dizziness. Additional information was provided stating the cause of low flows was identified as ventricular tachycardia and poor lung condition. A blood test was performed and showed gram-positive bacteria in the blood. The reported event and subsequent investigation do not indicate an issue with the manufacture of the product. The patient remains ongoing on heartmate 3 lvas, serial number (B)(6). The hm3 lvas IFU lists infection as an adverse event that may be associated with the use of the heartmate 3 left ventricular assist system. It also explains that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and notes that changes in patient conditions can result in low flow. This IFU also describes all system alarms and the recommended actions associated with them. This IFU also provides information regarding how to prevent infection. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient continued to experience low flow alarms with high pi readings in may which were confirmed by log file analysis. The clinician reported physiological cause for the low flow events has not been identified. The low flows from (B)(6) 2019 and (B)(6) 2019 are thought to be related to and ongoing from the (B)(6) 2019 vt, poor lung condition and infection. The patient was not symptomatic. Patient was extubated and treated with antibiotics. The patient was reported as stable and will continue routine care. Additional persistent low flow events were reported and confirmed in the log file analysis in july and august. These appear to be physiological in nature and not equipment related. There were no other unusual events seen within the log files. No adverse patient impacts were reported. No additional information was provided.

Manufacturer narrative:
Approximate age of device- 9 months, 29 days. The patient remains ongoing with the device. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2018. It was reported the patient was admitted on (B)(6) 2019 with high fever and dizziness. Patient¿s mean blood pressure was around 70-80 mmhg. No flow alarms were reported. Abbott technical services reviewed submitted log files and confirmed low flows were observed. These seem to be physiological in nature. There were no other unusual events seen within the log file and the equipment appears to be operating as intended. Additional information received (B)(6) 2019 reported the cause of the low flow events was identified as ventricular tachycardia (vt) and poor lung condition. A blood test was performed and resulted gram positive bacteria in the blood. The patient was treated with medication for the vt and is currently intubated. No additional information was provided.